Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, a-21 error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, off no power test and excessive no delivery test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had water under the display after he jumped into a pool while wearing the device. Blood glucose level at the time of the incident was 117 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.